Event description:
This event involved a pt who had developed congestive heart failure and had also been found to have multi-vessel arteriosclerotic disease including coronary artery. Carotid artery and vertebral artery disease. Preoperatively, the pt had cerebral angiography with extensive intercranial cerebrovascular disease and their left ventricular function was very poor with an ejection fraction of less than 20%. Pt was taken to the o.r. For an "off pump" CABG. Possible ventricular assist device insertion. Because of poor cardiac function during the case. The procedure was converted to an "on pump" case. When the lvad was placed extensive thrombus was identified in the left ventrical cavity. A left ventricular assist device (vad) was placed. The pt still could not be weaned from bypass. A right vad was then placed. One cannula was placed in the right atrium and one was placed in the pulmonary artery. The pt immediately became hypotensive with poor left ventricular filling. After immediate troubleshooting, it was demonstrated that the cannulas to the rvad were reversed and this was immediately corrected. The pt's cardiac output and blood pressure improved so that the pt could be weaned from bypass and the pt was transferred to the cardiovascular ICU. Following the procedure the pt did not regain consciousness and was diagnosed with brain death. Pt was removed from life support in 2002 and expired.

Event description:
During surgical implantation of the rvad (right ventricular assist device), the inflow and outflow cannulae were attached incorrectly (reversed). The pt became hypotensive with poor left ventricular filling. The problem with the cannulae was immediately corrected and the pt's cardiac output and blood pressure improved. The pt was weaned from bypass and transferred to the cardiovascular ICU. Following the procedure, the pt did not regain consciousness and was diagnosed with brain death. Pt was removed from life support on 2002 and expired.